Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced low and high blood glucose. The customer¿s blood glucose levels were 48 mg/dl and 290 mg/dl. The customer¿s current blood glucose level is 177 mg/dl. The customer treated low blood glucose value with food, by eating and high blood glucose level with bolus. The customer stated that the insulin pump had hardware low level failures and self test was passed. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.